Event description:
It was reported that the rv lead was replaced due to inappropriate shocks caused by non-physiologic oversensing, and a suspected lead fracture. Oversensing was reproduced with pocket manipulation. Out of range impedance measurements of greater than 3000 ohms were also observed. No further patient complications were reported as a result of this event. A 3500a was received and reports that the patient had received 2 shocks due to noise and lead fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Noise and variable high rv lead impedance was observed during the analysis. The sprint fidelis lead model is included in a field advisory. It was reported that the rv lead was replaced due to inappropriate shocks caused by non-physiologic oversensing, and a suspected lead fracture. Oversensing was reproduced with pocket manipulation. Out of range impedance measurements of greater than 3000 ohms were also observed. No further patient complications were reported as a result of this event. A 3500a was received and reports that the patient had received 2 shocks due to noise and lead fracture. No conclusion can be drawn. Impedance, high. Interference. Lead(s), fracture of. Oversensing. Shock, inappropriate.